Manufacturer narrative:
Investigation summary: fourteen (14) samples and three (3) photos were provided by the customer for investigation. The returned samples were visually examined and it was observed that there are droplets of silicone in the syringes between the stopper and the syringe tip. Three (3) photos were provided by the customer for investigation. The three (3) photo all show three (3) samples viewed from the tip end of the barrel. There appears to be liquid droplets in all the barrels in the photos. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR review did not reveal any defects or issues reported and no quality notifications were issued. Please note, silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel, however, some silicone may not be perfectly distributed. Silicone has been in use in this application for over 20 years, with estimated distribution well in excess of 25 billion units. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. Silicone readings are performed at the middle and end of each batch with all readings accepted; therefore, the condition reported by the customer cannot be confirmed. Silicone application is part of the manufacturing process with silicone readings performed at the middle and end of each batch with all readings for the batch accepted; therefore, the condition reported by the customer cannot be confirmed. As a result, no corrective or preventative actions will be taken. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It has been reported that the 860 luer lok syringe bulk non-sterile has been found experiencing 14 occurrences of containing foreign matter before use. The following has been provided by the initial reporter: it was reported there is moisture in the syringes. Incident/non-conformance description: moisture in the syringes.